Event description:
Boston scientific received information that this defibrillation lead was exhibiting shocking impedance measurements greater than 125 ohms when programmed to triad configuration. A revision procedure was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.